Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist device (hvad) controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and neurological dysfunction are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. (B)(4)- controller / catalog number 1407de / expiration date 07-31-2016, UDI #: unknown, device available for evaluation?: no, device evaluated by MFR? No, not returned to manufacturer, device manufacture date: unknown, labeled for single use?: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 04-30-2016, UDI #: unknown, device available for evaluation?: no, device evaluated by MFR?: no, not returned to manufacturer, device manufacture date: unknown, labeled for single use?: no, (B)(4). Unknown - battery / catalog number unknown / expiration date unknown, UDI #: unknown, device available for evaluation?: no, device evacuated by MFR?: no, not returned to manufacturer, device manufacture date: unknown, labeled for single use?: unknown, (B)(4). Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had been admitted to the hospital for right heart failure and was found on the floor in his room with both power sources disconnected, unconscious and unresponsive. It was reported from the site that the patient was a bit disoriented before the event and possible the reason for the disconnect and there was no reason to suspect it to be a suicide. Patient was taken to the intensive care unit (ICU) after batteries reconnection, was then intubated and had a neurological computerized tomography (CT), due to neurological symptoms. Patient was stated to have been treated with medications and had medical intervention. It was reported that the patient died and the cause of death was cerebral anoxia. It was further stated from the site that there would be no autopsy and that the pump and equipment would not be returned. No additional information available.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary #conclusion: (B)(4) and another battery with unknown serial number were not returned for evaluation. A review of the manufacturing and inspection documentation confirmed that (B)(4) met all requirements for release. A review of the manufacturing documentation of the other battery could not be performed due to serial number being unknown. Review of log files revealed a decrease in power and estimated flow on (B)(6) 2017. Three low flow alarms have been logged on (B)(6) 2017. Four controller power-up and associated pump start events have been logged on (B)(4) since (B)(6) 2017, indicating a loss of power to the controller. The last data point before the first loss of power was logged at 12:46:17 on (B)(6) 2017 with (B)(4) ((B)(4) capacity) connected to port 1 and (B)(4) ((B)(4) capacity) connected to port 2; power source 2 was powering the controller. The first motor start event was logged at 12:54:20 indicating that the approximate pump off time was 8 minutes 3 seconds. The second controller power up and associated motor start was logged few seconds later at 12:54:53. The last data point prior to the third controller power up and associated motor start at 21:26:23 was logged at 21:25:49 with no power source connected to port 1 and (B)(4) ((B)(4) capacity) connected to port 2; power source 2 was powering the controller. The last controller power up and associated motor start was logged at 21:54:46. The next data point logged after the last controller power up and motor start event was 22:09:35. The estimated maximum pump off time was 29 minutes 17 seconds. As a result, the reported event was confirmed. Of note, it was reported that the patient died, and the cause of death was cerebral anoxia. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported "loss of power" event can be attributed to a disconnection of both power sources. Based on risk documentation, low flows may be attributed to multiple factors including but not limited to poor vad filling, thrombus at inflow cannula/outflow graft, kink in outflow graft. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.